Event description:
It was reported to vyaire medical that there was no power indicator and there were lines on the led screen of the vela ventilator during ovp (operational verification procedure).

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.